Event description:
It was reported that the patient experienced an arrythmia. The implantable cardioverter defibrillator (ICD) did not deliver high voltage (hv) shock until the third attempt. The cause of the delayed shock was noted to be caused by the device charging. Programming changes were performed to resolve the issue, and the patient will continue to be monitored. The patient condition was stable.